Manufacturer narrative:
(B)(4). The reported set screw anomaly was not confirmed in the laboratory. The device was returned without the v is1-tip and rv df1 set screws. The device was tested on the bench with lab set screws and no anomaly was found.

Event description:
It was reported that during device change out, for normal eri, the set screw could not be loosen to remove the lead. The lead was cut and capped.